Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash on her back. The patient reported that she was unsure if the rash was caused by the lifevest or from lupus. The patient's physician prescribed a skin cream for the rash. Follow-up indicated that the rash improved with the use of the skin cream.